Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the right ventricular (rv) lead dislodged due to the helix failed to engage the cardiac tissue. After several repositioning attempts, the helix of the rv lead failed to extend. The rv lead was not used and replaced on (B)(6) 2025. There were no patient consequences.